Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. A device was not returned for evaluation; therefore, the affected product could not be evaluated to confirm the reported failure mode. As such, a root cause could not be determined at this time. We will continue to monitor related reports to determine if additional actions are necessary.

Manufacturer narrative:
Section b5 updated to include additional information received.

Event description:
The customer reported prior to inserting the ng tube, they flushed the tube with water. After the tube was in the correct place, inside the stomach/duodenum, they attempted to remove the wire. At this point, it was stuck and would not come out. When the radiologist tried again the purple cap on top of the wire popped off and the wire cut through his glove and lacerated his right thumb. The thumb was cleaned with alcohol and a band-aid was applied. An occ health visit may be required. Per additional information provided by the reporter on 03nov2025, this incident occurred some time ago, but to the best of their recollection they applied a bandage to the radiologist's thumb and completed a hospital incident report. The radiologist subsequently scheduled an occupational health appointment, during which he was instructed to undergo bloodwork. That was the full extent of the care and follow up he received.

Manufacturer narrative:
An investigation is currently underway. Upon completion the results will be forwarded.

Event description:
The customer reported prior to inserting the ng tube, they flushed the tube with water. After the tube was in the correct place, inside the stomach/duodenum, they attempted to remove the wire. At this point, it was stuck and would not come out. When the radiologist tried again the purple cap on top of the wire popped off and the wire cut through his glove and lacerated his right thumb. The thumb was cleaned with alcohol and a band-aid was applied. An occ health visit may be required.